Event description:
Customer reported he has been receiving no delivery alarms for the past 2 to 3 months. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer was unable to troubleshoot. Blood glucose value was around 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.